Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "package stained".

Event description:
Healthcare professional reported, device was opened and discarded/destroyed, "package stained". Device was not implanted and discarded. Surgery was completed with a backup device.